Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for troponin I short turn around time (tni stat) on one patient sample. The initial tni stat result was 0.61 ng/ml, which was reported outside of the laboratory. The result was questioned by the customer. The sample was repeated on the same analyzer and another cobas elecsys e411 instrument. The repeat results from both analyzers were 0.3 ng/ml, accompanied by a data flag. The customer deemed the repeat result to be the correct result and issued a corrected result. There was no adverse event and no actions were taken on the original result. Customer support informed the customer that it is recommended to calibrate the assay every 7 days after the reagent is on the analyzer. The customer only performed calibrations every 2 weeks. The lot of tni stat reagent in use was 17182701, with an expiration date of 02/28/2014. The field service representative (fsr) could not find a cause for the issue. As a preventive measure, he replaced the measuring cell. He performed mechanical, electrical and fluidic checks of the instrument. The fsr also did performance testing without errors. The customer performed calibration, qc and ran patient samples without errors.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the customer was using a sample centrifugation time that was too short.